Event description:
It was reported that the patient had experienced a "return of spasticity-unexplained". A bolus was given and the effect was negative; no other device troubleshooting was performed. The pump was replaced as it had apparently stopped delivering medication after an implant duration of 40.5 months. The drug used in the pump was baclofen, delivered by intrathecal injection at a concentration of 2000 mcg/ml. The patient has recovered without sequela.

Manufacturer narrative:
Final device analysis results were not available at the time of this report. A follow-up report will be sent when device evaluation is complete.